Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of fiber connector overheats. Reported event of fiber misfired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis pulse 120h. According to the complainant, during the procedure and inside the patient, the laser fiber connector overheated and misfired resulting to damage of the blast shield. No harm was noted on the patient or the physician and the procedure was completed with another flexiva tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.